Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedance as well as noise on the tip-to-ring electrograms (egm) and was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.